Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3, b5. Corrected: b3, b5 as this information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image output occurred due to twisted cable. The cause of the twisted cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event occurred during an unknown diagnostic procedure. The procedure was completed.

Event description:
Customer reported the cable was broken. The procedure was completed with another device. There was no delay or impact to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of disconnection was not confirmed. The device evaluation found no image output. In addition, other findings include a twisted cable, cracked connector, corrosion on connector contact, corrosion on scope mount, and corrosion on free lock lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had disconnected. There were no reports of patient harm. The device was returned and evaluated, and there was no image output. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.